Event description:
It was reported that the user experienced a persistent alert 65 on the ilet device characterized as an audio alarm malfunction, with recurrence after restart and occurring during sleep, and a replacement device was arranged while the user continued use since blood glucose was unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact on blood glucose control, no emergency care, and no hospitalization. Investigation included collection of event details, and receipt and inspection of the returned device. Investigation of this case revealed a device alarm consistent with an audio over/under current condition leading to restart behavior, indicative of an audible alarm malfunction associated with the pump¿s audio subsystem. It was concluded that the cause was an electrical malfunction of the audio circuit consistent with product performance issue.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.